Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used during an esophageal dilatation procedure performed on (B)(6) 2017. According to the complainant, during dilatation, the balloon ruptured. After the balloon ruptured, a perforation was observed. It was reported that the patient then underwent a surgery.

Manufacturer narrative:
Investigation results a visual examination of the complaint device revealed that the balloon was torn longitudinally. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro gi wire guided balloon was used during an esophageal dilatation procedure performed on (B)(6) 2017. According to the complainant, during dilatation, the balloon ruptured. After the balloon ruptured, a perforation was observed. It was reported that the patient then underwent a surgery.